Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 279712400. Lot: 1009mi. No documents could be found in the synthes systems for this part / lot combination. The device is not being returned therefore, we are unable to verify the information needed to obtain the correct documentation. In the event the device is returned in the future we will revisit this request. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) received. The image(s) were reviewed, and the complaint condition of broken (2+ pieces) could not be confirmed since the tip of the driver was not visible, and no other device related issues were visible. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. A definitive assignable root cause could not be determined based on the provided information. During the investigation, no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H11 corrected data: h6 - method codes: analysis of production records (code 3331) is not applicable to this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data-d10. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, upon inserting a 9.0 x 40 mm cortical screw into s1, it appeared that the screwdriver became loosened from the screw head. The driver was removed and it was observed that the tip of the driver sheared off. It was then attempted to remove the screw from the patient by using various known common techniques but in doing so the poly head of the screw came off of the half inserted screw. Multiple attempts were made to remove the remaining screw but were unsuccessful. The top portion of the screw head was burred/cut off to allow room for the accommodation of steps needed to finish the case. Procedure outcome is unknown. There was patient harm/consequence. This complaint involves two (2) devices. This report is for one (1) quick connect si polyaxial screw driver. This is report 2 of 2 for (B)(4).